Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step when loading the cartridge. Tandem technical support educated the customer on the proper loading step for the cartridge per the tandem user guide. Customer continued to use the existing cartridge. There was no reported adverse impact to the customer.